Event description:
It was reported by the plaintiff's attorney that on an unspecified date, the plaintiff was implanted with an ams monarc subfascial hammock to treat pelvic organ prolapse and stress urinary incontinence. The plaintiff's attorney alleged that the plaintiff "experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone and will undergo corrective surgery or surgeries." The plaintiff's attorney also alleged that the plaintiff experienced nerve damage, debilitating neuromas, and severe emotional distress.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.